Manufacturer narrative:
H3, h6: the device intended for use in treatment was returned for evaluation, establishing a relationship between the event reported and the device. Visual inspection of the returned device did not identify any issues. Functional inspection was performed and showed "device failed- please return" error message when turned on, device operation failed to go past the error message. The manufacturing records show no evidence that the product did not meet the specification at the time of manufacture. A complaint history review found other related failures. Root cause is an electrical component failure. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range. Additional information: d4 g1 MDR reporting contact name and address and phone number.

Event description:
It was reported that the device is not working, when first plugged in and turned on, it automatically stated is failed and needs to contact company. No procedure was being performed. No patient involved.